Event description:
During a lap. Sigmoid clectomy 2 devices failed. The first device had the top tear from the pressure of insufflation after a 5mm trocar was inserted into the abdomen. A second device was used and tore upon insertion into the abdomen. The surgeon was able to complete the case with a 3rd device, same lot #.